Manufacturer narrative:
Corrected data: date provided on the initial MDR was incorrect. Correct date is (B)(6) 2014. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: catalog # - zcb0000205. Additional info: device evaluation: a review of the manufacturing records was conducted. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. Placeholder.

Event description:
It was reported that the patient underwent implant of intraocular lenses in both eyes in (B)(6) 2014. Post operatively, patient complained of visual disturbances, unexpected post op refraction, iritis, sore eyelid, foreign body sensation and edema. The date of the event is unknown. The patient has been treated medically with eye medications, pred 5x ou (both eyes) and ketorolac 5x ou (both eyes). The lenses remain implanted and the iritis has resolved in both eyes. This report represents the lens implant in patient's right eye and a separate emdr is being filed for the (left) companion eye lens implant.

Manufacturer narrative:
(B)(4). : reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.